Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). Post deployment, the clip had single leaflet device attachment(slda) from the posterior leaflet. Additionally, two mitraclips were deployed to stabilize the slda clip. Per the physician, slda was due to the pre-existing patient anatomy. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.